Event description:
Event: (cc# 98-01157) on 9/9/98, datascope received the mandatory medwatch form from the user-facility; uf/dist report number: 490005-1998-0001 and the following information was reported: the iab was inserted into the patient on 8/19/98. The patient was lying quietly in bed not moving. On 8/20/98, the "blood in catheter -check catheter" alarm sounded from the system 97 pump and tiny flecks of blood were noted in the catheter tubing. The outside of the tubing was wiped off but flecks of blood were noted inside the tubing. The iabp was turned off and the doctor was notified and the iab was removed. The following was reported to datascope on 10/26/98: flecks of blood were noted in the catheter tubing. The iab was removed and another was not inserted because iab removal was scheduled anyway. There was no patient injury or complication as a result of the event on 8/20/98. [Event complications]: unknown - reported 9/9/98; none - reported 10/26/98. [Patient's current status]: unk - rpt'd 9/9/98.